Event description:
The patient reported on (B)(6) 2013 his blood glucose was reading between 80-247 mg/dl. His bg, carbohydrate intake and insulin history is as follows for (B)(6) 2013. He was rushed to (B)(6) children's hospital and upon arrival he was admitted to the emergency room for diabetic ketoacidosis. He was placed on an intravenous drip and was given a manual injection of rapid-acting insulin (exact dosage was not provided). He stayed in the hospital for two days.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and extended emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.